Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the revel ventilator was delivering less positive end expiratory pressure (peep) than what was set. The ventilator was set to deliver 6 and was reading 3. The customer confirmed that the reported issue occurred prior to patient use.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the assy flow sensor and performed a failure investigation. The reported complaint was confirmed and duplicated. This isolated to faulty filament inside the tsi assembly.